Manufacturer narrative:
Concomitant medical products: pb1018 transcatheter valve, implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead fracture was suspected on both the left ventricular (lv) lead and on the right atrial (ra) lead. The lv and the ra leads were removed and replaced. No patient complications have been reported as a result of this event.